Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for the post-op check following implant with complaints of diaphragmatic stimulation. A chest x-ray was performed, and it was noted that the ra lead was dislodged. During the procedure for lead revision, the physician noted that patient physiology would not allow the lead to be repositioned as it was passive fixation. The lead was extracted and replaced with an active fixation lead. The procedure concluded successfully with the patient stable throughout it. The patient was asymptomatic and stable during post-op check. The patient will continue to be monitored.